Event description:
The customer contact reported a disconnection of the male luer of an unspecified plumset from the clave male adapter plug. No specific event details were provided. There were no reported adverse patient effects. No medical interventions were required.